Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the first one snapped when attempting to use the second. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Investigation results: device analysis findings: the complaint device was not received at the complaint investigation site (cis) for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned a conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. During the procedure, the first one snapped when attempting to use the second. There was no patient complications reported. It was further reported that the catheter broke prior to being inserted into the body, and the procedure was completed using a different opticross catheter.